Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. The batch review can not be performed since the lot number was not provided.

Manufacturer narrative:
(B)(4). An actual sample was returned for an evaluation. The sample was visually inspected and it was observed that the customer did not dock the bag port far enough into the device; therefore, not completely puncturing the bag to allow proper flow. The device was properly docked to the solution bags with no issues found. The cause of the reported condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter product surveillance of a vial mate reconstitution device in which a doribax medication could not be reconstituted. The drug was wasted due to this issue. There was no patient injury or medical intervention necessary. No additional information is available. This is report 3 of 3 of the same reported problem from this facility.